Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00138 on august 11, 2016. On 09/07/2016 additional information: the advia centaur cp reagent lot 105 vs lot 106 quality control (qc) release data included 10 normal patient samples and 15 elevated patient samples for troponin ultra. All the normal samples resulted <0.006 on lot 105 and <0.001 on lot 106. The percent bias on the elevated samples between the lots was 4.62%. Siemens performed an internal study for reagent lots 106 vs 110 with 24 patient samples (dose range 0-15 ng/ml). The overall percent bias was 5% between reagent lots 106 and 110. The slope was 0.93 on centaur cp. No samples were clinically discordant between lots. Siemens also did an additional study with 6 patient samples with lot 106 vs 112. The samples >0.04 showed average bias of 7.7%. The samples <0.04 ng/ml were all clinically concordant. Results (ng/ml) for reagent 106 vs 112: (B)(6). Per customer bulletin 11222652vft000-a advia c tni ultra new lot of polyclonal antibody, lot 110 is a new antibody pool vs lot 106 and 105. The 99th% for patient samples was verified with lot 110. Reagent lots 105, 106, 110 and 112 met all release criteria for troponin ultra. The cause for the low troponin ultra results during lot comparison is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the low troponin ultra results during lot comparison is unknown. Siemens healthcare diagnostics is investigating. The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
False low advia centaur cp troponin ultra (tni-ultra) results were obtained for a patient sample during lot to lot testing. The patient result comparison was using lot 106 and 110. The customer is using lot 105 to report patient results. The customer observed that the quality control (qc) results for lots 106 and 110 are high compared to the bio-rad stated values. The patient result from lot 105 was reported to the physician. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.